Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 8 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the lvad system was producing driveline fault and low speed advisory alarms. The patient reported hazard alarms while on wall power and on batteries. Tte patient was asymptomatic. On (B)(6) 2018,a technical service representative and a clinical consultant was on site to perform an external percutaneous lead (driveline) repair. Approximately 17 inches of the external driveline was replaced. The phase interrupter test did not indicate any broken wires. During the repair, a section of the bionate layer was removed and the exposed orange wire was broken. After the repair, the patient continued support using the patient power cable with no issues noted. No additional information was provided.